Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter provided higher results in comparison to an hcp meter. The customer reported that on (B)(6) 2017 he was ¿sick¿, and tested with an initial result of 256 mg/dl with his adc meter (time not reported). The customer¿s symptoms were reported as ¿dizzy¿, ¿palpitations¿, and unspecified ¿cardiac complications¿. The customer¿s daughter called paramedics. Upon arrival 15 minutes later, the paramedics tested the customer with a result of 56 mg/dl compared to an adc meter reading of 156 mg/dl. The customer was treated with a glucose injection by paramedics. No further information was provided.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs for all freestyle strips and freestyle freedom lite meters within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified.

Event description:
A customer reported that his adc blood glucose meter provided higher results in comparison to an hcp meter. The customer reported that on (B)(6) 2017 he was ¿sick¿, and tested with an initial result of 256 mg/dl with his adc meter (time not reported). The customer¿s symptoms were reported as ¿dizzy¿, ¿palpitations¿, and unspecified ¿cardiac complications¿. The customer¿s daughter called paramedics. Upon arrival 15 minutes later, the paramedics tested the customer with a result of 56 mg/dl compared to an adc meter reading of 156 mg/dl. The customer was treated with a glucose injection by paramedics. No further information was provided.